Event description:
It was reported that after completed a da vinci-assisted bilateral inguinal hernia surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was delayed for more than 30 minutes and completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the procedure was very complicated hence the longer operation time than expected so it was not because of the instrument. The issue was discovered during the procedure and no harm has been done to the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.